Event description:
It was reported that patient underwent revision surgery for broken screws. A 4-level plate was removed due to the broken screws. Patient was re-plated with non-biomet product. The broken screws remain implanted. Patient outcome: no adverse effect reported as a result of this event.